Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a loss of communication with the c-arm and the system locked up and was unable to produce fluoroscopy x-ray. There was no report of patient injury or death.